Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between sg and bg values. Based on the review, a sensor replacement was approved due to system performance concerns. The user declined the sensor replacement and was advised that the system was not performing as expected, and accuracy could not be guaranteed. The user was instructed to use their blood glucose meter for treatment decisions and to follow up with their healthcare provider (hcp).a review of the data management system (dms) confirmed that the user is currently using the system and that all information is up to date.